Event description:
On (B) (6) 2008, the patient reported that while changing the insulin cartridge, the plunger became stuck to the piston rod and a small amount of insulin spilled into the cartridge compartment of the infusion device. She dried the cartridge compartment with a cotton swab and switched to her backup infusion device. The patient was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.